Event description:
It was reported the patient's scs system stimulation was off one day and she could not switch it back on again. Upon system evaluation it was found the amplitude would go up but decline to zero then the stimulation would switch off. The impedance showed high for multiple lead contacts. The patient's system was reprogrammed but the issue re-occurred. Follow up identified surgical intervention was taken and the patient's scs lead was replaced. Stimulation was restored and the patient is doing fine.